Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs and checked o-rings and or stopper groove for anomalies and none were found. The basal bolus leaking test was run. The reservoirs filled with diluent and connected to a new infusion set, installed reservoir and connector into pump. The conclusion reservoirs did not leaks or produced air bubbles. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with air bubblers in their reservoir and tubing. It was reported that the customer's blood glucose level was 400mg/dl. No further information provided.